Event description:
Healthcare professional reported, explanting surgery with unknown event. Healthcare professional, later reported, capsular contracture, baker grade iii/ IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/ IV.

Event description:
Healthcare professional reported, explanting surgery with unknown event. Healthcare professional later reported, capsular contracture, baker grade iii/ IV. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿no other observations observed on the device.

Event description:
Healthcare professional reported explanting surgery with unknown event. Healthcare professional later reported capsular contracture baker grade ii/IV. This record is for the right side. Device has been explanted.